Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation, the insertion tube had a leak. The plastic distal end cover had multiple dents. The plastic distal end cover failed the continuity test. The bending section cover glue was cracked. The bending section failed the continuity test. The shrink tube had a deep scratch. The scope connector up mark was missing. The light guide tube was peeling and had scratches. The insertion tube insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, peeling rubber sheath at distal end of the evis exera iii bronchovideoscope. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, the insertion tube peeled badly. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, it is likely that the issue was the result of stress due to user handling, chemical/reprocessing and or storage environment. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿1.4 precautions:¿ ¿olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed¿. ¿¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage¿. ¿¿¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone¿. ¿¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area¿. ¿¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope¿. Olympus will continue to monitor field performance for this device.